Event description:
The customer reported that during a shoulder arthroscopy procedure, the pt received a burn at the return electrode site. The pad had been placed on the right side of the pt's lower chest/abdomen. The pt was in a beach chair position. The burn was discovered upon removal of the grounding pad. The degree of the burn was first and second degree. It was treated with bacitracin ointment. The procedure was outpatient and the pt was discharged home.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.